Manufacturer narrative:
This medwatch is for suspect device in advantage system 1. (B)(4).

Event description:
Caller reports the pt tested 10mg/dl and 25mg/dl on the advantage system 1 within 10 mins. Based on the result of 25mg/dl, pt was given baby formula and an IV of d10 glucose. The pt then tested 25mg/dl on advantage system 1 and 52mg/dl on a comparison lab within 10 mins. The pt remained on the d10 IV at this time. A final comparison for the pt was reported with results of 25mg/dl on advantage system 1 and 73mg/dl on advantage system 2 within 10 mins. No adverse event reported. Requested return of suspect system and replacement was sent.